Event description:
It was reported that the patient presented to the ER after passing out. The lead exhibited high thresholds and high impedance. When the pocket was opened, it was apparent that the lead was twisted and wrapped around the device due to twiddler's syndrome. The lead was explanted and replaced.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.